Manufacturer narrative:
(B)(4). This final is being submitted to relay additional information. D11: medical product: liner neutral 40 mm i.d. Size kk for use with 56 mm o.d. Size kk shell, catalog #: 00875101240, lot #: 61874968. Medical product: shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners, catalog #: 00875705601, lot #: 61903786. Medical product: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 15 extended offset, catalog #: 00771101520, lot #: 61712783. Medical product: bone screw self-tapping 6.5 mm dia. 30 mm length, catalog #: 00625006530, lot #: 61911788. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaint for this item code 00877504003. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. Risk assessment: the event reports revision due to unknown reason. Risk management report risk management plan documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. At this time, no risk assessment can be conducted since the harm or reason for revision has not been be reported. Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product has not been returned.

Event description:
It was reported patient by the patient¿s legal counsel that the patient underwent a total hip arthroplasty on (B)(6) 2011. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2012 due to unknown reasons. Head and liner were removed and replaced. Plaintiff claims damages as a result of injury and economic loss. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. No additional information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: medical product: liner neutral 40 mm i.d. Size kk for use with 56 mm o.d. Size kk shell, catalog #: 00875101240, lot #: 61874968. Medical product: shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners, catalog #: 00875705601, lot #: 61903786. Medical product: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 15 extended offset, catalog #: 00771101520, lot #: 61712783. Medical product: bone screw self-tapping 6.5 mm dia. 30 mm length, catalog #: 00625006530, lot #: 61911788. Occupation: legal affairs-litigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient by the patient¿s legal counsel that the patient underwent a total hip arthroplasty on (B)(6) 2011. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2012 due to unknown reasons. Head and liner were removed and replaced. Plaintiff claims damages as a result of injury and economic loss. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. No additional information is available.